Event description:
During the deployment of a bard 14 x 60 self expanding stent the bottom 1/3 failed to open. The stent was wired with an 0.14 wire, and progressive ballooning to open. Some stent strut appears to be fractured, but it is contained within the stent. FDA safety report ID # (B)(4).